Manufacturer narrative:
The device history record (DHR) for lot 707209 indicates that there were no issues observed during the manufacturing of the lot. There were no samples submitted with this complaint. The reported condition could not be confirmed. Complaint shall be reopened if a sample is received. The exact root cause could not be determined based on available information. The available evidence does not indicate a system issue with the manufacturing process or product. There¿s insufficient evidence available to determine a most probable root cause for this investigation. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, syringes are inspected for proper assembly, including plunger actuation and the level of silicone. The lot met all defined acceptance requirements and was released. Based on the information available and the investigation findings, a corrective and preventive action (CAPA) is not deemed necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there has been multiple syringes that she said is almost like the stopper is too big for the syringe. They get stuck and blow the needle off. It's happened more than once today when they were drawing blood. Used in a veterinary setting.